Event description:
The end user was sitting on the seat of the rollator. The wheel came off and she fell. She suffered a concussion.

Manufacturer narrative:
The end user was sitting on the seat of the rollator. The wheel came off and the end user fell. She was assessed and diagnosed with a concussion. No complications developed. The sample was returned and evaluated. The sample is worn. The threads on one of the front caster inserts was stripped. It is not known if the brakes were engaged when the end user was sitting on the rollator.